Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involvement at the time of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to capacitor on the pace/defib engine board. The pace/defib engine board was relaced to resolve the report. The customer was sent a repalcement device. Analysis of reports of this type has not identified an increase in trend.